Event description:
The doctor reported that a pt experienced post-op sensitivity after use of calibra cement. The doctor etched all teeth under the bridge even though the dfu does not recommend this technique. The pt was referred to an endodontist for further treatment. Pt follow-up will be required and reported, as info becomes available.